Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead was insulation was damaged as it was cut by the physician during the implant procedure. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.